Event description:
It was reported that an asymptomatic patient presented device data via a remote transmission for non-sustained lead noise due to post-paced t-wave oversensing that was observed on a stored electrogram. Programming changes were made. Device remains implanted. Patient condition is good.